Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113 . Device codes: appropriate term/code not available (3191): device perforation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received identified the patient allegedly received a navalign cook celect femoral vena cava filter implant on (B)(6) 2018 via the femoral vein due to preparation for knee replacement surgery. The patient is alleging tilt, aorta, renal vein and spine perforation, extensive scarring where the filter had perforated through the vein and extensive inflammation around the inferior vena cava and multiple failed retrieval attempts. The patient further alleges, "neck and lower back spasms and inflammation throughout body. I am no longer able to do water aerobics, no longer able to walk on treadmill and unable to life weights". It was also reported that per the (B)(6) 2018, retrieval report (attempted): "operative procedure: attempt at inferior vena cava filter retrieval, aborted secondary to inability to snare the hook at the top of the filter, inferior vena cava gram, ultrasound guidance needle jugular vein. Description of operative procedure: over an hour was spent trying to retrieve the filter. We tried multiple techniques including looping the filter to bring the hook off the wall as well as snaring the filter hook were unsuccessful. It is obvious that we will need to place other sheaths and perform more complex retrieval. Since the patient had taken xarelto the day before, the decision was made to abort further attempts at filter retrieval. The patient will be brought back when off xarelto for two days for more complex retrieval". Additionally, per the (B)(6) 2018, computed tomography-abdomen and pelvis with contrast: "findings: superior aspect of inferior vena cava filter appears to project outside the inferior vena cava with small surrounding hypodense collection (series 301b image 80), impression: further erosion of inferior vena cava filter with small contained hematoma. No evidence of active extravasation". Per the (B)(6) 2018, retrieval report (attempted): "operative procedure: attempt at retrieval of inferior vena cava filter with inability to retrieve filter. Description of operative procedure: inferior vena cavagram was obtained. This demonstrated the inferior vena cava filter as previously noted, which was tilted... We then has coaxial positioning of the guidewire around the filter at the top. It is at this point we were then able to place tension on the filter and try to retrieve this through the 14-franch sheath. Unfortunately this patient had a hook and the top of the filter was extending into the right renal vein and appeared to be just at the lower portion of the vein. It would not come off of the wall and we could never retrieve the filter in this manner. We then tired multiple attempts at further retrieval including bronchial forceps and further snaring of a wire around the catheter but all unsuccessful. Each time we snared we could grasp the top of the filter but not the loop and we could never get this into the 14-french sheath. It appeared that we were just trying to pull the top of the filter off of the wall where most likely endothelialization had occurred... We tried to further grasp the top of the filter and bring it off the wall with coaxial loop of glidewire as well as using the bronchial forceps. Each of these were unsuccessful. It was obvious at this point we were a point of fluoroscopy that we did not want to proceed further we had tried all attempts from above to retrieve the filter. This was felt to be a difficulty situation in that the filter hook was at the lower portion of the renal vein but in the renal vein, inability to hook or even get the guidewire around the filter at the top despite multiple attempts, we were unsuccessful". Lastly, per the (B)(6) 2018, retrieval report (successful): "pre-procedure diagnosis: malfunctioning inferior vena cava filter with tilt and perforation of filter struts into aorta and spine. Procedure performed: inferior vena cava filter retrieval through open surgical technique. Extra work units due to extensive scarring around inferior vena cava from previous perforation. Description of procedure: the inferior vena cava was completely dissected including dissecting out the renal vein on the right and left. This required extra work units due to the extensive inflammation around inferior vena cava. There was extensive scarring where the top of the filter had perforated through the vein and this was the reason it could not ne recaptures from an endovascular standpoint. We had to carefully dissect out the renal vein which took extra time and work units. We were able to encircle the left renal vein. We gained exposure to the suprarenal vena cava and then the vena cava below the filter. Multiple lumbar vessels were ligated between hemoclips and 3-0 and 2-0 silk ties. Once we he attained proximal and distal control with ligation of the lumbar vessels, the patient. Was heparinized, clamp was placed below the filter. Both renal veins were clamped and then the suprarenal vena cava clamped. We opened the vena cava and it could be seen that there was clot within the struts of the filter at the top consistent with thrombosis not embolic disease. The filter itself had perforated the renal vein and we carefully dissected out the hook away from the renal vein and repaired the venotomy with 5-0 prolene suture. We then removed all the struts which took extra work units having to clip each strut and then pull it out. The strut had perforated adjacent to the aorta. This had created quite a bit of scarring and most likely secondary to a previous bleed. The struts were removed in their entirety. The endarterectomy of the pseudointima around the struts was performed. The vena cava was then closed with a running 4-0 prolene suture in standard running fashion. We started at the top and once we reached below the renal veins, flow was reestablished from the renal veins into the vena cava. We complete the anastomosis and all clamps were released. Hemostasis was obtained. Heparin was reversed. The x-ray was obtained to make sure we had retrieved all segments of the vena cava filter and this was read by the radiologist with no retained filter segments... The patient tolerated the procedure well and was sent to the recovery room in good condition".

Manufacturer narrative:
Investigation is reopened due to additional information provided. The following allegations have been investigated: tilt, vena cava/organ perforation, scarring, inflammation, embedment, spasms, and disability. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported spasms, disability, scarring, and inflammation are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No other complaints on lot. Product is manufactured and inspected according to specifications.no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided at this time.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2018". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.